Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during internal inspection of the device. Fluid ingress was observed inside the mix flow manifold and debris in the compressor flow screen. We suspect fluid observed was backflowed from the patient into the device. The device was put through extensive testing including power cycling and functional stress testing without duplicating the report. The mix flow manifold and the compressor flow screen were replaced as precaution. No accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure -1001" error message. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.